Manufacturer narrative:
This report is submitted august 16, 2018.

Event description:
Per the clinic, the patient experienced pain and developed an infection resulting in the decision to explant the device on (B)(6) 2018. The patient was reimplanted contralaterally with a new device during the same surgery.

Manufacturer narrative:
It was reported that the patient was administered a one month course of oral antibiotics on (B)(6) 2018.